Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side breast lump, implant had broken via MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6a, g2, h6

Event description:
Patient later reported onset of the lump that appeared in the opinion of the doctors due to the rupture of the prosthesis. Healthcare professional later reported rupture and capsular contracture baker grade ii. Device has been explanted and discarded.

Manufacturer narrative:
Visual analysis: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported unknown side breast lump, implant had broken via MRI. Device has been explanted.